Event description:
(B)(4). I delivered a (B)(6) stillborn baby on (B)(6) 2015. I had the essure placed in (B)(6) 2013. They had an hsg that showed the essure did not properly form the scar tissue and my tube was still open. I started taking depot shots. I had no clue I was pregnant, until a few days before, which was on a weekend, and was going to call the ob on monday. Sunday evening, I started bleeding profusely, went to the ER, and delivered a (B)(6) gestation baby who was still born. As of sunday evening she was very active. My ob told me that the essure was dislodged and was sticking out enough in my abdominal space that it ruptured my placenta, which led to fetal demise.